Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the emergency room after the event and will continue wearing the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4) - initial use. Electrode belt (B)(4), 04/2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a pt experienced four inappropriate defibrillation treatments. Atrial fibrillation with rapid ventricular response at 154 bpm, 152 bpm, 157 bpm, and 154 bpm contributed to the false detections. The pt was conscious at the time of the event. The pt's wife and daughter were present at the time of the event. A review of the downloaded data confirms that the response buttons were pressed intermittently during the entire event. The pt went to the emergency room after the event and will continue wearing the lifevest.